Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection was performed as the subject stent was found to be deployed inside the microcatheter and the subject stent was found to be deformed. The sdw was found to be to be kinked/bent and broken/fractured. The stent introducer sheath was not returned. Functional inspection was unable to perform as the subject stent was found to be deployed. The reported ¿stent deployed prematurely during use¿ was confirmed during the analysis. The reported ¿stent failed/unable to deploy¿ could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Its likely the premature deployment and sdw breakage occurred during the procedure due to moderately tortuous anatomy and device manipulation while advancing through the catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was described as 'moderately torturous'. As assignable cause of procedural factors will be assigned to the reported/analysed ¿ stent deployed prematurely during use and reported ¿stent difficult/unable to transfer¿, and to the analysed ¿sdw broken/fractured during use¿, ¿ sdw kinked/bent¿, ¿ stent deformed¿ as the defects appear to be associated with a product that met stryker design and manufacturing specifications but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that when the subject stent was transferring in the microcatheter, it was noticed that only the delivery wire was came out and the subject stent did not come out. The procedure was completed successfully with the new catheter and stent. After the procedure, the surgeon took a picture of the microcatheter with angio device, and the subject stent was observed to be deployed in the catheter proximal shaft. No other information was provided.

Event description:
It was reported that when the subject stent was transferring in the microcatheter, it was noticed that only the delivery wire was came out and the subject stent did not come out. The procedure was completed successfully with the new catheter and stent. After the procedure, the surgeon took a picture of the microcatheter with angio device, and the subject stent was observed to be deployed in the catheter proximal shaft. No other information was provided.

Manufacturer narrative:
H3 other text : the subject device is unavailable to manufacturer.